Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-26194. It was reported the patient experienced new pain on the top of her right foot and toes after a permanent implant procedure. During the implant procedure, when implanting the second lead, the physician indicated there was a csf leak. The patient did not complain of a headache or any other symptoms related to the csf leak. At discharge the patient reported new right foot/toe pain was improving. Later that evening the patient returned to the emergency room due to increased pain in the right foot and toes. The pain was severe and uncomfortable and present whether the stimulation was on or off. Follow up information identified the patient's pain as almost completely resolved and she is receiving effective stimulation.